Manufacturer narrative:
Additional information in product information lot no involved is 19g1002b2. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The set was received contaminated with blood, while the description of the event states that the leak occurred during priming. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No leak was not observed. An air leak test could not be performed as it was contaminated with blood. The reported condition could not be verified. The set was used after its expiration date of 30june2022, which indicates a user error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex hf20 set, an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Prismaflex hf20 set ckt is similar to prismaflex hf20 set. Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.